Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® blue line ultra® soft seal® tracheostomy tube cuff leaked after two hours in use with a patient. It was observed that the pressure of the cuff decreased from 25mmhg to 2mmhg within the two hours. The patient was received a new tracheostomy tube to address the issue. No patient injury was reported. See MFR: 3012307300-2017-00785.